Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter stopped working during use. The surgeon reported "the cutter appears to stick in the closed position while it is used at 5000 cpm. When I restarted at a low cut rate, the cutter functioned, but the moment I went to high cut rate the cutter stopped aspirating due to the occluded port." There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for evaluation. The lot number is unknown therefore a review of the sterilization and lot history records could not be performed. Report 5 of 5.